Event description:
Patient called the patient liaison line and left a voicemail stating, "I had an enterra therapy placed on (B)(6) and was doing fine but still feeling the stimulation. So went down the voltage a week and a half ago, few days later I sort of feeling the firing, the stimulation again. Put me on muscle relaxers a lot and I can't take that much. It's not helping, still feeling the stimulation and now I have a hard, like knot feeling, all around in my abdomen, around the pacemaker. It's pretty uncomfortable. I did place a call into the nurse at my surgeon's office waiting on a return call. I did have to call an on-call hospital doctor this weekend and they told me to call dr. (B)(6)." Patient underwent an exploratory surgery on (B)(6) 2025 with dr (B)(6). She had a small seroma. The device was in the fluid. Dr (B)(6) tested the security of the leads, and they were still secure. He disconnected the leads and said there appeared to be fluid in the fluid in the header by the set screws. Dr (B)(6) cleaned out the pocket and then took gauze to clean out the header ports. He was unable to guarantee that all fluids had been removed, so he decided to replace the generator. The registration has been submitted. The old device was discarded and not returned. Patient complaint of feeling stimulation and overall discomfort; ipg ultimately replaced; explanted device discarded.